Event description:
It was reported that 2 bd flu+¿ syringes leaked past the stopper, and 3 syringes leaked before use. The following information was provided by the initial reporter: "11. 2006 427 x 2 whereby the user stated that there was leakage from the plungers" "13. 2006 427 x3 whereby the user stated that the syringes were leaking x3".

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2006404. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-06-02 . D4: medical device lot #: 2006428 . D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-06-17. D4: medical device lot #: 2012410. D4: medical device expiration date: 2025-11-30. H4: device manufacture date: 2020-12-10. D4: medical device lot #: 2101405. D4: medical device expiration date: 2025-12-31. H4: device manufacture date: 2021-01-05. D4: medical device lot #: 2006401. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-05-27. D4: medical device lot #: 2005411. D4: medical device expiration date: 2025-04-30. H4: device manufacture date: 2020-05-13. H6: investigation summary a device history record review was completed for provided lot numbers 2006404, 2006428, 2012410, 2006427, 2101405, 2006401, 2005411, . The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four physical samples were returned for evaluation by our quality engineer team. Three samples from lot number 2006428 and one sample from lot number 2006402 were returned. The samples were examined and no defects could be identified. The cannulas were found to have no signs of point damage, no signs of leakage were found during the leakage test, and no issues with the plunger aspiration or air bubbles were detected. In the pictures provided, syringes without the shield component were observed to have bent cannulas. Based on the investigation results, an exact cause could not be determined for the reported issues. Regarding the issue of bent needle observed in the pictures provided, we understand that an issue of bent needle took place during use. Therefore, we cannot exclude the potential impact handling of the product played. The cannula used for this syringe is made of stainless-steel needle tubing and is tested for both rigidity and fatigue resistance. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd flu+¿ syringes leaked past the stopper, and 3 syringes leaked before use. The following information was provided by the initial reporter: "2006 427 x 2 whereby the user stated that there was leakage from the plungers". "2006 427 x3 whereby the user stated that the syringes were leaking x3".